Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customers blood glucose (bg) level was 400-500 mg/dl with moderate ketones and a correction bolus was delivered to address the bg level. The contact changed the infusion set tubing. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.